Event description:
Device report 1 of 2: reference MFR report: 1627487-2011-09302. The pt received the scs system in mid-october of this year (exact date is unk). It was reporte the pt has difficulty feeling stimulation at the highest settings and experiences warmth at the ipg pocket site while stimulation is on. The heating gets to a point that the pt has to turn off the system and when he turns it off the pain go up his spine. The pain gradually fades away. Reprogramming was performed and solved the warm sensation and pain that goes up his spine. The pt is working with his physician to determine the next course of action.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.